Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: mixer block doesn't operate. Summary: tf 231008 o2 valve leak. Self-test at start up not successful.